Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: vedr01 ipg, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient experienced syncope and broke their arm after falling. A pause and high/unstable thresholds were noted on the right ventricular (rv) lead. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.